Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Difficulty retrieving the filtration element through the stent may include, but is not limited to, patient anatomical conditions, stent post dilatation strategy, the newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. Based on the reported information, it appears that the difficulty advancing and the recovery catheter and resistance is due to interaction with newly placed stent. It may be possible that the stent was not fully apposed to vessel wall or implanted in an angulated location in the vessel in such that the retrieval catheter advanced against the vessel wall interacting with the proximal end of the stent struts. A review of the finished device lot history record did not reveal any non-conforming material records for this lot. A query of the complaint database was performed and there have been no other incidents for resistance or difficult to position reported for this lot. Additionally, the lot release testing results were reviewed and this lot met all release criteria. The reported difficulty and resistance advancing the retrieval catheter appears to be related to case circumstances. There is no indication to suggest a product quality deficiency. All embolic protection devices are visually inspected for damage and a sampling of units is destructively tested to verify product quality.

Event description:
It was reported that during a stenting procedure in the left carotid internal artery, the emboshield nav6 retrieval catheter became caught on the proximal end of the rx acculink stent. Another unsuccessful attempt was made to cross the stent. A rx accunet retrieval catheter was used, but also became caught on the proximal end of the stent. A non-abbott retrieval catheter was used to successfully retrieve the filter. There was no adverse patient sequela. Though requested, no additional information was provided.